Event description:
The customer moved the image intensifier following which the system shut down uncommanded and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f1 fuse on the monitor cart was replaced and the tsrl modules need to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.